Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of air in line was not reproduced. A review of the event history log (ehl) revealed multiple occurrences of "air-in-line!" Messages. The device was tested for air in line detection and it passed. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor faulty and out of specifications. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.